Event description:
During insertion of screw, thin debris formed and the surgeon had to remove it after final fixation.

Manufacturer narrative:
Device not returned for evaluation as it is still implanted in patient. If additional information is received it will be reported on a supplemental report. Device still implanted.

Manufacturer narrative:
The reported event could be confirmed. A thin debris/coil/fragment was returned from the screw. During the visual inspection it was determined that the whole surface along one side of the debris/coil/fragment shows friction/abrasion marks along one side. Because only a debris/coil/fragment of the complained screw has been returned, neither a functional nor a dimensional inspection could be performed. By comparing the surface of the returned debris/coil/fragment, it was possible to confirm the debris/coil/fragment must have peeled off and detached in a filamentous form due to a collision and friction with a hard object, e.g. Plate (no bone). Based on the present evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
During insertion of screw, thin debris formed and the surgeon had to remove it after final fixation.